Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net experiencing dyspnea. Upon review, the atrial lead exhibited over-sensing noise episodes and pacing inhibition. Programming changes were made on the device. Patient was stable.